Event description:
It was reported that during a follow-up visit, post-paced t wave oversensing was noted on the device. Programming changes were made. There were no adverse health consequences, the patient was stable.